Event description:
Caller reported a cracked and shattered touchscreen that made the pump unresponsive and illegible, rendering interaction impossible. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged for the pump to be replaced within warranty and provided storage mode instructions for transport, instructed the customer to return the problematic pump with a pre-paid label, and confirmed a replacement pump to ensure uninterrupted insulin delivery.